Manufacturer narrative:
We received the sealing paper and catheter as faulty sample. The attempt to flush the catheter with water not successful and a leakage at the pink adapter was detected,. Microscopic examination revealed that the catheter tube distal to the adapter was wavy and an approx. 0.3 mm long tear/cut was visible. Both observations are typical for difficulties during stylet removal. The stylet was probably pulled so hard that the catheter concertinaed and damaged/cut by the stylet. In the IFU is stated: - "caution: do not apply direct pressure over the catheter if there is a guidewire in situ during insertion. This may cause the guidewire to become kinked and will make it extremely difficult to withdraw the guidewire from the catheter." - "stabilize catheter at the hub and slowly remove guidewire from the catheter using a steady, gentle force." - "caution: in order to remove the stylet, disconnect between the t-piece and catheter hub, do not try and remove the cap. If difficulty is experienced stop, let vein rest for a minute and try removal again very slowly. Gentle flushing of the catheter with saline may assist in guidewire removal." The user obviously had stylet removal issues. Tests have shown that a bolus of diluted lipid solution helps to withdraw the stylet easily. Having checked the batch history records; no deviations were found. The batches complied with their specification and were released. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. There are five further complaints for batch 8250184, nine further complaints for batch 8227685, but no further complaints regarding a leaking catheter after stylet removal on product code 4g07126112 within the last three years. This query relates to all complaints that have come to our attention worldwide. No further corrective action was initiated by quality management as there is no hint of a manufacturing fault.

Event description:
PICC line guidewire was very difficult to remove, despite using manufacturer's recommended troubleshooting. Upon removal of line a hole was noted near the pink hub.

Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
PICC line guidewire was very difficult to remove, despite using manufacturer's recommended troubleshooting. Upon removal of line a hole was noted near the pink hub.